Event description:
Pt complained of swelling of upper lip after collagen treatments. When physician saw pt, he confirmed a mass or nodule on right upper lip. Physician prescribed oral keflex to treat symptoms.